Manufacturer narrative:
Clarkston w k, kuganeswaran e, jonnalagadda s s, smith o j.. Latrogenic esophageal foreign body and extrinsic tracheal compression during esophageal band ligation. Gastrointest endosc. 1998; 47 106-107. Date of event: 1998. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: the user indicated that the endoscope was removed through a lower esophageal stricture. The contraindications in the instructions for use indicate: "those specific to esophageal banding include, but are not limited to: cricopharyngeal or esophageal narrowing or stricture..." Removing the endoscope through a stricture could result in barrel detachment. This is the most likely cause of the reported observation. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used with a lower esophageal stricture, a cook representative would have been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product, however this user facility is no longer a customer of cook endoscopy.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed mulit-band ligator. We describe an unusual complication of esophageal band ligation. A (B)(6) man with documented variceal bleeding presented for esophageal band ligation. . . Upon presentation for maintenance band ligation one (1) month after his second sclerotherapy, he had no complaint of dysphagia. A wilson-cook saeed six shooter was loaded as recommended onto a pentax eg-2900 videogastroscope and inserted to the level of the lower esophagus. Upon attempting to pass the endoscope through the lower esophageal sphincter, resistance was encountered, later documented to be due to a moderate lower esophageal stricture. Upon withdrawal of the instrument from the stricture, the opti-vu plastic barrel attached to the distal endoscope lodged in the stricture and fell into the lower esophagus, creating an iatrogenic esophageal foreign body. The endoscope and trigger cord still located within the biopsy port and attached to the six shooter handle were extracted such that the opti-vu plastic barrel was to the level of the upper esophageal sphincter, but it lodged at that site and the patient developed stridor and desaturation by oximetry. Assuming tracheal compression induced by the foreign body lodged at the upper esophageal sphincter, the opti-vu plastic barrel was pushed back into the lower esophagus using the still loosely attached endoscope. An attempt to push the device into the stomach to release it was unsuccessful, as it again became lodged in the lower esophageal stricture. Thus, the foreign body could not be extracted from the esophagus because of respiratory distress and could not be converted to a gastric foreign body because of the lower esophageal stricture. The trigger cord was then released from the six shooter handle and the endoscope was extracted, leaving the trigger cord attached to the opti-vu plastic barrel within the esophagus. The possibility of passing a tts balloon beyond the foreign body and dilating the distal esophageal stricture was considered but abandoned in favor of additional attempts at extraction. The endoscope was then reinserted into the lower esophagus, and foreign body alligator forceps were used to firmly grasp the opti-vu plastic barrel. Using both the alligator forceps and steady pressure on the trigger cord, the band ligator was finally extracted through the upper esophagus with difficulty after two additional attempts and with repositioning the patients head in a hyperextended position. Based on the clinical case report, an unintended section of the device did not remain inside the patient's body. The patient required the barrel to be retrieved with rat-tooth forceps. The patient experienced stridor, desaturation, and respiratory distress due to this event. Further information on the patient outcome is not available as the information provided is from a clinical case report based on the record of a patient.

Manufacturer narrative:
Clarkston, w. K., kuganeswaran, e., jonnalagadda, s. S., & smith, o. J. (1998). Iatrogenic esophageal foreign body and extrinsic tracheal compression during esophageal band ligation. Gastrointestinal endoscopy, 47(1), 106-107. Continued from sectiondate of event: 1998. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: the user indicated that the endoscope was removed through a lower esophageal stricture. The contraindications in the instructions for use indicate: "those specific to esophageal banding include, but are not limited to: cricopharyngeal or esophageal narrowing or stricture." Removing the endoscope through a stricture could result in barrel detachment. This is the most likely cause of the reported observation. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used with a lower esophageal stricture, a cook representative would have been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product, however this user facility is no longer a customer of cook endoscopy.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed mulit-band ligator. We describe an unusual complication of esophageal band ligation. A 49-year-old man with documented variceal bleeding presented for esophageal band ligation. Upon presentation for maintenance band ligation one (1) month after his second sclerotherapy, he had no complaint of dysphagia. A wilson-cook saeed six shooter was loaded as recommended onto a pentax eg-2900 videogastroscope and inserted to the level of the lower esophagus. Upon attempting to pass the endoscope through the lower esophageal sphincter, resistance was encountered, later documented to be due to a moderate lower esophageal stricture. Upon withdrawal of the instrument from the stricture, the opti-vu plastic barrel attached to the distal endoscope lodged in the stricture and fell into the lower esophagus, creating an iatrogenic esophageal foreign body. The endoscope and trigger cord still located within the biopsy port and attached to the six shooter handle were extracted such that the opti-vu plastic barrel was to the level of the upper esophageal sphincter, but it lodged at that site and the patient developed stridor and desaturation by oximetry. Assuming tracheal compression induced by the foreign body lodged at the upper esophageal sphincter, the opti-vu plastic barrel was pushed back into the lower esophagus using the still loosely attached endoscope. An attempt to push the device into the stomach to release it was unsuccessful, as it again became lodged in the lower esophageal stricture. Thus, the foreign body could not be extracted from the esophagus because of respiratory distress and could not be converted to a gastric foreign body because of the lower esophageal stricture. The trigger cord was then released from the six shooter handle and the endoscope was extracted, leaving the trigger cord attached to the opti-vu plastic barrel within the esophagus. The possibility of passing a tts balloon beyond the foreign body and dilating the distal esophageal stricture was considered but abandoned in favor of additional attempts at extraction. The endoscope was then reinserted into the lower esophagus, and foreign body alligator forceps were used to firmly grasp the opti-vu plastic barrel. Using both the alligator forceps and steady pressure on the trigger cord, the band ligator was finally extracted through the upper esophagus with difficulty after two additional attempts and with repositioning the patients head in a hyperextended position. Based on the clinical case report, an unintended section of the device did not remain inside the patient's body. The patient required the barrel to be retrieved with rat-tooth forceps. The patient experienced stridor, desaturation, and respiratory distress due to this event. Further information on the patient outcome is not available as the information provided is from a clinical case report based on the record of a patient.